Event description:
It was reported the pt has ineffective stimulation and the system does not provide adequate pain relief. The pt reported reprogramming efforts have been unsuccessful in resolving the issue. She stated she is not interested in pursuing further reprogramming or surgical intervention at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.